Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue and suggested that the fse run through all of the calibrations again to see if that resolves the issue after receiving new logs that do not appear to indicate that the blower check valve is leaking. Root cause of failure was determined due to calibration failure instead of 2p o2 cell calibration user performed 1p cal. User fault (not following instructions). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that the o2 sensor was swapped a few months ago and was advised to use an o2 sensor from a known working vent to ensure that the installed o2 sensor is not defective, as well as to perform the o2 gas path test and send in the logs if the issue persists. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us is displaying a mismatch fio2 fraction of inspired oxygen (fio2). Furthermore, the patient was swapped to another ventilator with no patient harm associated with the event.